Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.13 on a (B)(6) year old female patient with fever. There was no additional patient information at the time of this report. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 09/02/2015. Customer returns and retain product was tested and are functioning according to specification.